Event description:
As the rnfa (registered nurse first assistant) was suturing the trocar sites closed after finishing a lap appy, the suture kept breaking. The rnfa stated that the suture broke over 5 times while closing the patient's surgical sites. The suture was 4/0 biosyn sm-5627, lot: d3h1615fy.